Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient developed a skin irritation under the electrodes. The patient reported that the irritation worsened and developed into an open wound. The patient reported that she was using defibrillator gel packets under the electrodes, contrary to the instructions for use. The patient's physician instructed the patient to use desitin on the irritation. During a follow-up the patient reported that the irritation was improving.